Manufacturer narrative:
H6) customer provided additional information stating that reported event occurred during an annual preventative maintenance inspection. There was no patient involved.

Manufacturer narrative:
H6) customer provided additional information stating that reported event occurred during an annual preventative maintenance inspection. There was no patient involved.

Manufacturer narrative:
Returned device was received in good physical condition. The top case was broken away from the bottom. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be duplicated. The force sensor was loose from the head mount which does not happen during normal use. This was determined to be customer damage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a force sensor not detecting anything. It would only read zero and could not be calibrated. There were no reported adverse events.